Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp), when iabp was turned on, the iabp electrical safety failed, fault code 35 occurred. No patient was injured.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11 it was confirmed that the iabp main board was broken. The fse replaced the motherboard to fix the fault, and the power-on test passed. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a